Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the product did not staple, there was no bleeding, patient is fine. The doctor did not need to use another device because he did suture reinforcement.